Event description:
Failed for: with pressure at 0 cmh2o verify analyzer pressure display (-1.0 to 1.0 cmh2o). It is unknown if there's patient involvement.

Manufacturer narrative:
H10: philips received a complaint by the customer on the v60, indicating that the device failed a pressure test. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the gas delivery system (gds) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11:updated contact information, contact office entity, and manufacturing site.